Event description:
In 2005, I had hernia repair, 2 months later, I started hurting, drs told me it has nothing to do with surgery. It's been 7 years now and I'm still having chronic severe pain in my pelvic and groin area. The mesh used in my repair was sepra mesh. I need to find out is it the problem or not. I think so, but dr say its just nerve damage or chronic pelvic pain. Please check other sepra mesh problems. It has really ruined my life. So please help me find out what is wrong with me.